Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by the manufacturer's, the device failed a step during testing. The device's oxygen blending module board needs to be replaced to address the issue.